Manufacturer narrative:
The information given was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 441 mg/dl. Customer stated that the insulin pump was not turning on. Customer stated that they were not able to run self test due to blank display. The insulin pump will not be returned for analysis.